Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Litigation alleges the patient suffers from pain, discomfort, chromium and cobalt toxicity, and large amounts of toxic cobalt-chromium metal ions and particles to be released into the blood, tissue, and bone.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. Medical records were reviewed. Product problem has not been identified. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
Update 11/9/15-pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated metallosis. Lab results confirmed the elevated metal ion levels. Part/lot is being updated. The complaint was updated on:11/23/2015.

Manufacturer narrative:
Depuy still considers this investigation closed at this time.

Event description:
Update 1/11/16- pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Medical records reported metallosis, increased metal ions, chronic headaches and fatigue. Radiograph from (B)(6) 2006 reported osteolysis proximally, decreased range of motion, stiffness and weakness. The revision surgical report noted 700cc blood loss, the surgeon was unable to remove the metal liner and had to remove the acetabular component including liner and during trialing of the head, it dislocated anteriorly, disassociated from the stem and could not be retrieved from the posterior operative approach after the surgeon spent "quite some time" trying to retrieve it. A general surgeon had to be called in to retrieve the trial head from the lower abdomen. A competitor liner was eventually implanted and that is why trial liner is not being reported. An unknown trial head will be added to complaint. The complaint was updated on: feb 1, 2016.